Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: when preparing to remove the catheter because there was leaking, it became evident that the balloon had ruptured. A cystoscopy was performed to make sure that no pieces of the balloon were left in the bladder. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Device history record (DHR) review did not show any issues related to this complaint. There was no complaint device returned for investigation. Therefore; no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: when preparing to remove the catheter because there was leaking, it became evident that the balloon had ruptured. A cystoscopy was performed to make sure that no pieces of the balloon were left in the bladder. The patient's condition was reported as fine.